Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, illness requiring steroids, blood coagulation disorder, smoker, local infection / subacute chronic osteitis (apical ostitis - regio 44 by root fracture), immediate implantation, preceding/simultaneous bone augmentation, pain, swelling, inflammation. Lack of caution when chewing in the first weeks postoperatively. Overloading during the healing phase. Blocked temporary crowns 44-45 (without functional load!). Same patient as (B)(6).